Event description:
It was reported that the patient presented with a feeling of dizziness. Upon device interrogation, it was discovered that the right ventricular (rv) lead exhibited high, out-of-range pace impedance measurements of greater than 3000 ohms and high capture thresholds. A myopotential test was conducted, and the test demonstrated rv lead noise. An rv lead break or fracture was suspected. Subsequently, the patient underwent a revision procedure and this rv lead was surgically abandoned and replaced with a new rv lead. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to field h6: device codes.

Event description:
It was reported that the patient presented with a feeling of dizziness. Upon device interrogation, it was discovered that the right ventricular (rv) lead exhibited high, out-of-range pace impedance measurements of greater than 3000 ohms and high capture thresholds. A myopotential test was conducted, and the test demonstrated rv lead noise. An rv lead break or fracture was suspected. Subsequently, the patient underwent a revision procedure and this rv lead was surgically abandoned and replaced with a new rv lead. No additional adverse patient effects were reported.